Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for meter not turning on when a test strip was inserted, only with the power button. During the call, a blood test was performed by the customer and produced test result of e-2 using meter. Customer also stated that she had previously received a high blood glucose test result of 425 mg/dl fasting. The customer did not disclose her expected glucose range. At the time of the call the customer reported having symptoms of dizziness and fatigue. Customer stated that she was going to seek medical attention and call 911 after the call. On follow-up call, customer stated she went to the hospital on (B)(6) 2019 due to reported symptoms. Customer was discharged from hospital on (B)(6) 2019 and diagnosed with hyperglycemia. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 01/23/2021. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 11-may-2020: h6: updated FDA's method code. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage.